Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, neurological dsyfunction, right ventricular dysfunction, volume overload, respiratory issues, and gastrointestinal (gi) bleed are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device disposed.

Event description:
It was reported from the site that the patient had a protracted post-operative course due to right ventricular (rv) dysfunction, volume overload, respiratory issues, and gastrointestinal (gi) bleed. It was stated the patient was unable to be aroused on (B)(6) 2017 and was intubated. It was further stated that support was withdrawn and patient expired. The cause of death was stated to be intracranial hemorrhage. No additional information available.

Manufacturer narrative:
It was reported from the site that the patient was on dobutamine on (B)(6) 2017 due to the right ventricular (rv) dysfunction which caused volume overload. Patient was also stated to have been in hypercapnic respiratory failure and managed with bilevel positive airways pressure (bipap). It was stated that the patient eventually came off intubation. It was stated that the patient had a gastrointestinal (gi) consult due to rectal bleeding and on (B)(6) 2017 patient had an esophagogastroduodenoscopy (egd) and flex sigmoidoscopy procedure which had negative results and patient was resumed on anticoagulation therapy. On (B)(6) 2017 the patient developed and intracranial hemorrhage. It was stated that there would be no autopsy and the pump would not be returned as it remained implanted. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.